Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. There were no patient complications reported in relation to this event. The patient status was good post procedure.